Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data or product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced "water in the abdomen" (unknown if this is referring to ascites) and a hypoglycemic event. No further diabetic symptoms were reported. When a fingerstick was taken by the patient the cgm was reading 310 mg/dl, and the blood glucose reading was 43 mg/dl. An ambulance was called, and the patient was brought to the hospital. The patient was treated with intravenous treatment to raise the blood glucose level. The patient was also given an unspecified diuretic and a digestive tablet. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was still in the hospital but was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.